Event description:
On (B)(6) 2013, patient contacted animas, alleging that the rubber keypad is peeling. Patient stated that the ¿ok¿ button is not responding smoothly to presses. Patient denied pump was exposed to moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation keypad was found to be torn and the button contacts were exposed. The ¿ok¿, ¿up¿ and contrast buttons responded intermittently while the ¿down¿ button responded properly to presses. Removal of the keypad found contamination under all the keypad buttons. In addition, the device powered up to a dim and discolored verify screen. Resetting contrast to the maximum setting resulted in minor improvement. The display screen was replaced with a test screen, and the test screen functioned properly.